Manufacturer narrative:
No investigation or root cause analysis could be conducted given that no complaint sample was returned. No product has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. Root cause could not be defined with confidence. All materials in the manufacturing process, as well as all finished good products are released to market based on approved quality specification. Product is released after the review of all acceptance of applicable documentation. In-process and at post sterile product is evaluated and visually inspected by operators using statistically valid sampling plans at defined intervals. Sampling plans are based on random sampling selection and are designed to provide a high level of assurance that the true fraction defective is less than or equal to the established aql level for each quality characteristic. The reported event could not be verified and/or confirmed with confidence, therefore, no further correction, corrective or preventive actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. Device history record (DHR)- based on sample review and without the actual device available for investigation, we cannot confirm that the in-process nonconformance is related to the reported event. Therefore, we cannot confirmed the reported event as a manufacturing nonconformance. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that there were issues with trying to thread the catheter off the stylet. No patient injury was reported.